Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. The patient stated that there was "something wrong" with the right ventricular lead. Upon examination, it was noted that high voltage had been disabled for approximately 10 years. On (B)(6) 2021, the physician capped and replaced the right ventricular lead. During the procedure, externalized conductors were observed at the distal end of the superior vena cava (svc) coil of the right ventricular lead. The lead also exhibited inadequate capture due to high capture threshold. The patient's condition remained stable before, during and after the procedure.